Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty was experienced. Following deployment of the omega stent 16x3.50mm the delivery balloon did not rewrap correctly and was difficult to remove the stent delivery system from the stent. The stent delivery system was moved backwards and forwards to remove from the stent. The stent remained at the intended location and well apposed. The delivery system was removed intact. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that there was contrast in the balloon and inflation lumen. The balloon was deflated. There was no damage or irregularities. The stent was not returned. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon during manufacturing. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulty was experienced. Following deployment of the omega stent 16x3.50mm the delivery balloon did not rewrap correctly and was difficult to remove the stent delivery system from the stent. The stent delivery system was moved backwards and forwards to remove from the stent. The stent remained at the intended location and well apposed. The delivery system was removed intact. The patient remained stable and no complication has been reported.